Manufacturer narrative:
Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. The events of "inflammation", "lump", and "post inflammatory reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® volift¿ in the marionette lines. A year later, patient developed "inflammation", "a lump on the side of [the] mouth". Hcp observed "seems like a post inflammatory reaction without any redness on one side of the cheek". Patient was treated with rocephin, and duricef with no effect. Patient was then treated with hyaluronidase, which resolved the symptoms.